Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: occasional antibiotic. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced thyroid disorder ("thyroid disease"), polycystic ovaries ("pcod") and mental disorder ("mental health") and was found to have hormone level abnormal ("hormone issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, thyroid disorder, hormone level abnormal, polycystic ovaries and mental disorder outcome was unknown. The reporter considered hormone level abnormal, medical device removal, mental disorder, polycystic ovaries and thyroid disorder to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.